Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited noise and oversensing on the right atrial (ra) lead that resulted in inappropriate atrial tachy response (atr) episodes. Some of the oversensing was noted to be due to far-field oversensing. Additionally, there was an increase in threshold measurements and a one-time spike in pacing impedance on the right ventricular (rv) lead. The impedance increased significantly but the spike was still within the normal range. The patient was not pacemaker dependent and was not having any symptoms. There was no evidence of pacing inhibition and the atrial impedances were stable. Boston scientific technical services (ts) recommended continued monitoring at this time. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to update evaluation coding.

Event description:
Additional information was received which reported that this pacemaker exhibited rv noise, oversensing, and a lead safety switch due to impedance measurements of greater than 2000 ohms. There were no pauses in pacing. There were additional episodes of ra oversensing of rv signals, which was previously reported. The device was reprogrammed, and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.